Event description:
The customer reported the ventilator's mains power supply fuses were blowing as soon as the ventilator was plugged into ac power. The ventilator was not in use on a patient at the time of the reported problem therefore there was no patient involvement or harm. During service evaluation, the manufacturer's service technician verified the reported fuses were blown as reported by the customer. An open mains fuse may cause a loss of ac power to the ventilator and shut down if it were to recur during use. If the ventilator were equipped with a backup battery, the ventilator will switch to backup battery and alarm and will continue ventilation. The service technician replaced the power supply to correct the findings. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.